Manufacturer narrative:
The insulin pump error alarm during the rewind test, problem isolated to the motor assembly. No physical damage noted on the motor assembly during visual inspection. Unable to perform the self-test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin pump error alarm. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, serial number label peeling and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no motor movement (pump error 38). Customer's blood glucose at time of incident was unknown mg/dl. Customer stated it alarm repeatedly and pump was replaced.